Event description:
Implanted with essure (B)(6) 2011. Started dizzy/lightheadedness and pain/ache in pelvic area by (B)(6) 2011. Urgent care for chest pains and shortness of breath (B)(6) 2011; worsening lightheadedness, "brain fog," lack of focus, extreme fatigue, mood swings/irritability. Felt as if my "blood was on fire." Bloated and swelling. Constant ache on my left side with occasional shooting pains. Tested for thyroid and other at my general checkup. Found thyroid low and received meds. Helped with shortness of breath; all other symptoms became worse and added joint pain in my hands, hips, knees and ankles. More testing and specialist referral for lupus, fibromyalgia and rheumatoid arthritis. All tests came back negative except elevated cpanel values indicating inflammation. Given anti-inflammatory for about 10 days and felt better. Symptoms returned after medication was complete. Had essure removed via laparoscopy in (B)(6) 2013. I am feeling so much better. Immediately felt the ache/pain in pelvic area was gone. After about a month, no brain fog, have energy back, can focus/concentrate and work again. I no longer have joint pain in my hands, hips or knees and the swelling has come down. I no longer feel that I am "on fire" or a general "unwell" feeling. My cpanel blood values are coming down as of last testing. I will be tested again in (B)(6).